Manufacturer narrative:
The product was evaluated by the manufacturer and the initial evaluation has been confirmed. The trend analysis was considered acceptable. Currently no immediate corrective action is required, however product was kept under continuous monitoring, CAPA 859753. Based on the available information it is unknown what has happened to the instrument. Lot is included in CAPA 859753. CAPA investigation results: based on the process fmea no root cause was identified. See tes-(B)(4). Test results have met instrument design intend. The lot history, trend analysis, risk analysis and or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. DHR was reviewed, no deviation or issue were detected. Lot was manufactured according to specifications. The investigation is complete.

Manufacturer narrative:
The forceps was received for evaluation. Visual inspection found the assembly dirty with dried solutions visible all over the shaft. The inner forceps assembly lumen has separated from the outer lumen shaft. The assembly cannot function properly in this condition. The cause of the damage cannot be determined. The product has been forwarded to the manufacturing site for further evaluation. The investigation is ongoing.

Event description:
A user facility in (B)(4) reported that during a retinal surgery the metal part of the forceps detached from the plastic handle. It did not break off. It was removed from the eye without complications to the patient.